Event description:
Patient called lfs alleging that their meter would only prompt redo check and not ok messages. According to the owner's manual, the "not ok" message appearing when the meter was turned on, would suggest that the meter had electronic problems. If appearing at the end of a test, the meter may have been moved while applying blood. And if appearing during the test, would suggest the strip had been removed before the allotted time. The "redo check" message is described in the owner's booklet that the last check strip was outside the acceptable range and a repeat test was not performed. Patient reported that at one time the meter had been reading inaccurately erratic. Patient had been experiencing blurry vision and loss of balance. Patient had obtained a "226 mg/dl, 244 mg/dl, and 355 mg/dl" within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No treatment was sought. There was no report of an adverse event or serious injury as a result of the erratic readings and the symptoms. The patient did not have a check strip to troubleshoot the redo check message. The "not ok" message could not be resolved after troubleshooting. The meter was replaced.